Manufacturer narrative:
Batch review performed on (B)(4) 2018. Lot 176924: 140 items manufactured and released on 28 november 2017. Expiration date: 2022-11-02. No anomalies found related to the problem. To date, 61 items of the same lot have been already sold without any similar reported event.

Event description:
While screwing in the bone screw the head sheared off. The surgeon was able to recover the head of the screw. The shaft remains in the patient. The surgery was completed successfully.